Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, cracked reservoir tube and broken belt clip slot.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 234 mg/dl at time of reporting. Nothing further reported.